Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting a battery indicator. The medical surveillance specialist spoke with the pt about one week later, and obtained the following information. The pt reported that the alleged issue began on the morning of about 5 days prior to contact the lfs. As a result of not being able to test her blood glucose, the pt claimed she skipped taking her usual dose of humalog insulin for approximately 3 days. A couple of days after the issue began, the pt stated that she began to experience dizzy spells, felt sleepy, and developed blurred vision. In response to the symptoms, the pt reported that she went to see her physician on the morning of about 4 days later. During the doctor's office visit, the pt stated her blood glucose was "442 mg/dl" when tested with the dr's/clinic's meter. The pt claimed her physician treated her with insulin (type and dose unk). At the time of troubleshooting, the customer care advocate (cca) noted that the pt had not replaced the subject meter's batteries as recommended in the owner's booklet. The pt did not have new batteries at the time of call. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.